Event description:
The customer reported to grp in 2006, that there was an alleged hemolysis event that occurred with a pt in the coronary care unit (ccu) during a hemodialysis treatment. Administrator, reported that a pt that was dialyzed in the ccu on a day before, had an alleged hemodialysis incident. The pt died six days later, the cause of death is unk.